Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
I am writing to formally escalate significant clinical feedback regarding our fnb echo-hd-22-c needles, specifically concerning performance issues reported by key strategic accounts. We have received consistent complaints from prominent key opinion leaders (kols). The reported issues are not isolated incidents but represent a systemic pattern across all current batches and lots. The primary technical concerns identified are: suboptimal core samples: inconsistent or poor-quality tissue acquisition. Excessive bleeding: increased clinical risk during procedures. Scope leakage: compromising equipment integrity and procedural safety. Suboptimal core samples: inconsistent or poor-quality tissue acquisition. Excessive bleeding: increased clinical risk during procedures. Additional procedure due to product; they repeated the procedure with other fnb (olympus-microtech). Please confirm per unit per lot number on what the actual issue was related to each. They lack clear data for issues per unit per lot number, but they reported facing most of the mentioned issues in most of the needles. Please define ¿excessive bleeding¿. As per the customer's reply, they reported that in all cases, they find too much. Please describe the location in the body for the intended target site: liver (hepatic lesions). Please describe the size of the intended target site. Fnb 22g. Was puncture of the targeted site difficult? No. Was force required on insertion of device into scope? No. Was resistance felt while inserting the device through the scope? No. What is the scope manufacturer and model number that was used? Pentax/ I am working to get the model number. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was the stylet partially removed when advancing the needle into the target site? Yes. How many samples were obtained (passes completed) with this needle? None. Did any section of the device detach inside the patient? No. Was difficulty experienced while retracting the needle? Yes, stiffness. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? During advancing the needle and sampling from the patient. If not with the device in question, how was the procedure performed and/or finished? Using different needle from other company. Did the patient require any additional procedures as a result of this event? No. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? Using different needle from other company.